Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, damage was discovered to the flex assembly and corrosion was found within the motor assembly.